Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit was set to 100% oxygen(o2), this morning when they came in the setting was 21% and so the fraction of inspired oxygen percent (fio2 %) was reading 23% with an fio2 analyzer. At this time, there is no information regarding patient involvement associated with the reported event.